Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring was dislocated. The reservoir was able to lock in the place. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
The information related to event has been updated in description summary and provided in b5 section of this report.

Event description:
Customer reported that she visited the emergency room for high blood glucose of 480mg/dl and ketones of 4.8. She said her pump shut off during sleep, which caused the high blood glucose. Per customer, the gold metal contact on the battery cap had been dislocated for a while. Customer said the retainer ring was also dislocated. Customer said the reservoir was fixed in place. Customer had dropped the insulin pump a while back, resulting in a crack at the back of the insulin pump. Incident date is april 20, 2022 per sap for pump. The intravenous drip in this case was likely insulin drip. The insulin pump was used at the time of the incident. It is unknown if sensor was used.

Manufacturer narrative:
Retainer ring = missing. The customer was treated at the ER for alleged high bg's. The customer alleged blank display, damage battery cap and cracked case at the back of the pump. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to perform the displacement test, occlusion test and delivery accuracy test due to missing retainer. The following were noted during visual inspection: missing retainer, missing reservoir tube o-ring, broken reservoir tube lip, minor scratched display window, missing display window cover, scratched case, broken battery tube threads, cracked case at battery tube side, cracked case at the corner of the belt clip rail, stained keypad overlay, and pillowing keypad overlay. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer. History download was successful using thus and carelink upload was successful. Device powered up properly after the test battery was installed. Device was monitored for 2 days. No blank display or unexpected battery power loss anomaly noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No pump error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the pump trace download. Device was received without the original battery cap. Unable to verify damage to the battery cap. Device had a missing retainer. Unable to complete the functional testing (perform the displacement test, occlusion test and dat) due to missing retainer. Unable to confirm alleged high bg's. Blank display and unexpected battery power loss anomaly were not confirmed. Battery cap damage was unknown. Cosmetic damage was confirmed at back of the pump. Missing retainer was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.